Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site. During device inspection, it became evident that the o2 gas module was the cause of the reported failure, and it was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The o2 gas module regulates the inspiratory gas flow and gas mixture. A faulty o2 gas module may lead to a stop of ventilation, low o2, or high pressure. The replaced o2 gas module was returned for further investigation. The o2 gas module was placed into a reference ventilator for simulated use testing. During this testing, the device reproduced the reported issue as it directly at start-up generated the technical error code and the high temperature alarm. In standby, the ventilator showed that the supply air and o2 pressure were at 0 bar. Further assessment of the gas module revealed that the failure was traced to one of the pressure transducers inside the o2 gas module, namely the supply pressure transducer. This was because the zero pressure voltage was measured and showed a large negative offset value, -8.46v, indicating a broken pressure sensor. This negative signal temporarily affects multiplexers on the monitoring board, generating the reported technical error code and causing the monitoring board to recognize the inlet pressure as very low, explaining the 0 bar measurement at standby. The supply pressure transducer in the o2 gas module is part of the flow measuring in the gas module. Its failure leads to inaccurate gas flow regulation, will be detected during pre-use checks, and triggers alarms during ventilation. This failure causes the safety valve to open, stopping ventilation. In conclusion, the device failed to meet its specifications. The o2 gas module was replaced and returned to manufacturer for further investigation. The investigation reproduced the issue, tracing the failure to a broken supply pressure transducer in the gas module. This broken transducer falsely triggered the technical error code and alarm. A broken pressure sensor generates a negative signal, affecting all multiplexer signals, including those from other pressure sensors. The ventilator perceives both air and o2 as disconnected, opening the safety valve for ambient air, stopping ventilation. On the monitoring board, analog values from sensors go into a multiplexer for a/d conversion. This multiplexer cannot handle large negative signals; a negative channel output affects the circuits accuracy. A signal from the on/off switch enters the multiplexer to detect bad contact. A negative signal from a gas pressure sensor falsely indicates an interruption in the switch, generating the reported technical error.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was noticed that ventilator's o2 gas module is defective. There was no patient involvement. Manufacturer's ref. #: (B)(4).